Manufacturer narrative:
(B)(4). Method: the complaint rt225 infant bias flow breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected and leak tested. Results: visual inspection identified no notable damage was observed on the returned parts. Leak testing revealed that the breathing circuit was within specification. Conclusion: we were unable to determine what may have caused the reported event as there was no fault found with the returned device. All rt225 infant bias flow breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt225 infant bias flow breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in china that a rt225 infant bias flow breathing circuit was found leaking air during ventilator leak test before patient use. There was no patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in china that a rt225 infant bias flow breathing circuit was found leaking air during ventilator leak test before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt225 infant bias flow breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.